Manufacturer narrative:
Conclusion- customer to perform repair. Customer to perform repair.

Manufacturer narrative:
Follow-up submitted as customer reported the sporatic bed controls was due to a damaged siderail cable.

Event description:
It was reported via repair work order that the bed had sporadic control. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had sporadic controls due to a damaged siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.